Event description:
It was reported that the patient presented for a MRI (magnetic resonance imaging). It was noted that the implantable cardioverter defibrillator (ICD) was not properly programmed to MRI mode prior to the scan. The ICD then went into backup mode and was unable to pair to the mobile application. An alert that high voltage therapy was disabled was received. The device was restored successfully and the device was able to pair. The patient was stable.